Event description:
I had prk (photorefractive keratectomy) surgery and never recovered afterwards. I never had dry eyes and now suffer with chronic dry eyes and now have meibomian gland dysfunction. I do not feel comfortable driving at night, and my vision is blurry during the day. I have been told that my vision will not be restored until the dry eyes are addressed. I was a healthy person prior to this procedure and now I am chained to the medical system for prescription eye drops and possibly other procedures. This was an elective procedure, and I was told that this had virtually no risks involved. I was never educated on the amount of money that it could cost me for prescription eye drops and otc (over the counter) drops. I would spend maybe (B)(6) bucks a year with contacts and solution. Now I am going to be in the (B)(6) on something that could've been avoided. I have regretted getting this procedure every day of my life. As a nurse, I cannot go back to working in surgery. I feel like my life is over and I haven't reached 40 years old yet. When my children have concerts, I cannot see their faces while they're performing. This procedure took my quality of life and ripped it away!